Event description:
Device #2 malfunction: premature, partial deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during the procedure in the superficial femoral artery, after the absolute stent delivery system was advanced to the target lesion, the stent was noted to be prematurely, partially deployed. The device was removed and a second absolute stent was used, but this stent also prematurely, partially deployed after it was advanced to the lesion. The device was removed from the anatomy. A third absolute device was successfully deployed. There was no adverse patent effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4) off label vascular use. The device was received. Investigation is not complete. Device #1: absolute .035 self expanding stent system (part #1010557-40, lot #9032651) is being filed under medwatch manufacturing number 3004742046-2009-00229.